Event description:
The caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level, as values were not reported to be outside the normal range. The customer planned to continue using the current pump until a replacement arrived.